Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device

Event description:
During an atrial fibrillation procedure, a cardiac tamponade was noted while mapping with the advisor hd grid catheter. The blood pressure was noted to have dropped, and an echocardiogram was performed to confirm the cardiac tamponade. A pericardiocentesis was performed and the patient was stable without further adverse patient health consequences. There are no alleged device performance issues with any abbott devices.